Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, void >1 mm in non-textured valve-to shell-bond area, one curved opening and yellow particles in device inner surface. A microscopic analysis and leak test were performed which identified two openings crease smooth, two openings striated and nick striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two openings crease smooth in the side posterior/radius assessed as fold flaw opening. Two openings striated in the side anterior assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.